Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the stent severely damaged across its entire length with struts distorted and bunched. The crimped stent was detached from balloon. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon has been subjected to positive pressure and the balloon wings were opened out of their folded positions. Crimp markings evident on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the midshaft section found the midshaft severely damaged and stretched from the port bond for 58mm at which point it broke from the tensile strain. The port bond was damaged with the inner and outer accordioned for a length of 4mm. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment and shaft break occurred. The target lesion was located in a moderately tortuous and mildly calcified coronary artery. After placing a 145 guidezilla guide extension catheter, a 4.00 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, the device came into contact with the port of the guidezilla and the stent dislodged. The balloon of the stent delivery system (sds) was then inflated to remove the guidezilla&#12000;however, resistance was encountered during removal and the shaft of the sds detached. All devices were completely removed from the patient's body successfully and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment and shaft break occurred. The target lesion was located in a moderately tortuous and mildly calcified coronary artery. After placing a 145 guidezilla¿ guide extension catheter, a 4.00 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device came into contact with the port of the guidezilla¿ and the stent dislodged. The balloon of the stent delivery system (sds) was then inflated to remove the guidezilla¿; however, resistance was encountered during removal and the shaft of the sds detached. All devices were completely removed from the patient's body successfully and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.